Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.

Event description:
This report includes device information.

Event description:
Following an atrial fibrillation procedure on (B)(6) 2024, the patient experienced an arrhythmia which required the implantation of a pacemaker. The patient had significant ablation done, including pulmonary vein isolation (pvi), mitral line, posterior wall, focal ablation on left atrial appendage (laa) ridge and left atrial/right atrial septum, and supraventricular contraction (svc) isolation. During the case, the patient was cardioverted multiple times and we lost our prs-p sensor placement each time. Despite getting the prs sensors back in position each time, we had significant map shift, requiring new geometry collection mid-case including prior to svc isolation. The patient had no complications during the case or immediately after. However, I was made aware on 1/18/24 that the patient received a pacemaker on (B)(6) 2024 for 10 second sinus pauses, most likely related to the svc isolation. Sinus node dysfunction is a known risk of svc isolation. The physician has not indicated any abbott products to be at fault in this scenario. There are no alleged performance issues with the ablation catheter.